Manufacturer narrative:
The returned device was evaluated and a tear was found in the unexposed portion of the soft cannula. Fluid was observed exiting the tear in the unexposed portion during leak test. Corrosion was observed on the top battery and internal components of the device . Corrosion was also observed on the pcb. The bottom and middle batteries were found to have insufficient charge. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels went from 8 to 21 mmol/l (144 to 378 mg/dl) with ketones of 4 +, while wearing the pod between 4 and 24 hours on the hip/buttocks. A new pod was applied to treat the hyperglycemia.